Event description:
It was reported that during an unknown procedure the clips were scissored and malformed. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 07/03/2007. Information anticipated, but unavailable at this time.